Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer hybrid wire guide with a zilver biliary self-expanding metal stent. The stent was placed successfully. When the physician attempted to remove the wire guide, the wire guide became caught in the stent delivery system. The stent delivery system and wire guide were removed as one from the endoscope. Upon removal from the endoscope, the physician noted the hydrophilic coating of the wire guide was damaged. No portion of the wire guide coating detached in the pt. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The outer coating of the wire guide tip has separated from the orange coating, but did not detach from the core wire guide. This damaged area is located approximately 19cm from the distal end of the wire guide. The inner core wire is visible at the damaged area. The stent delivery system the wire guide was used with was included in the return. There are no kinks in the delivery system. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to separation of the wire guide coating tip. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. When the complaint risk priority number is calculated for any future reports of this nature and the number reaches an action level, the appropriate actions will be initiated. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.